Event description:
The customer reported to baxter (B)(4) a huber needle extension set with interlink y-site that was involved in a no flow. According to the report, the nurse could not get saline to flow into the set during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.